Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding gmrs stem and cup loosening involving an mrs stem was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There were no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had revision due to loosening of the implants. Rep confirmed all components were loose. Gmrs stem and cup.

Event description:
It was reported that patient had revision due to loosening of the implants. Rep confirmed all components were loose. Gmrs stem and cup.